Manufacturer narrative:
Initial reporter facility name included. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to fluid loss at an unknown location. The patient presented with recurring incontinence. All the components were removed and replaced with a double cuff aus system. The patient had a good outcome with no further complications.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to fluid loss at an unknown location. All the components were removed and replaced with a double cuff aus system. The patient had a good outcome with no further complications. Additional information received. The patient presented with recurring incontinence. During surgery, it was noted that the fluid was lost.